Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011.the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch 51559isp mfg date: 09/01/2010, exp date: 08/31/2015batch j102218 mfg date: 05/01/2010, exp date: 05/31/2015batch j103190 mfg date: 06/01/2010, exp date: 06/30/2015batch j103191 mfg date: 06/01/2010, exp date: 06/30/2015in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a total hip arthroplasty in (B)(6) 2011 and a drain was placed at hip joint. Approximately two weeks after the initial surgery, the patient had a xray of the artificial femoral head and a matter like cord was visible. The matter could be found on the picture when it was taken from oblique angle, but it could not be seen on the frontal view. The surgeon opines it was the drain and that when the drain was removed, it may have broke and remained in the patient's body. No resistance was met at the time of the drain removal. The surgeon does not plan to reoperate to remove the matter.